Event description:
Heated wire melted through the circuit while in use on a patient in the nicu. No reported patient issue.

Manufacturer narrative:
Unfortunately, no samples were received for evaluation; therefore we are unable to determine the cause for the issue reported. Samples of the processed were reviewed and no problems were found related to the issue reported. A possible cause could be objects such as heavy tapes, towels or bed linens may over insulate the circuits, impede normal heat convection and cause damage to the tubing or interruption of gas delivery to the patient. The product label warns against this issue. A review of the device history record could not be performed since a lot number was not provided.